Event description:
Nurse heard ventilator alarming when she entered the room, she looked at the ventilator and called the therapist to come in. Therapist immediately came in saw "inop safety valve open." She took the pt off the ventilator and began bagging the pt and called for assistance in changing out the ventilator. Ventilator gave xb0074 device alert code.